Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). Two days prior to the index procedure, the patient was admitted with a 1-day history of severe unrelenting chest pain. He had been scheduled for outpatient heart catheterization but was unable to 'withstand the pain'. ECG showed normal sinus rhythm with nonspecific t-wave abnormality. Target lesion 1 was located in the proximal circumflex (cx) with 90% stenosis, 10.0 mm in length and 3.5 mm in width. The physician predilated the lesion prior to placing a 3.5 x 8mm taxus express2 stent in sandwich form with a previously placed stent (unknown manufacturer). Residual stenosis was between 0% and 10%. Of note, there was some 'snow plowing' effect on a small obtuse marginal branch and the patient experienced mild, but tolerable angina. The patient was discharged one day later on aspirin and plavix. On day 637, the patient had a tvr in the distal cx due to focal in stent restenosis. The tvr consisted of percutaneous transluminal coronary angioplasty. The patient was discharged one day later. In the opinion of the physician, there is an unknown relationship to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event. The device was used past the expiration date.